Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l devices used: pxa280300/7126498, pxc141200/7703865. According to gore's instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in pt populations with ruptured aneurysms. Additionally, adverse events that may occur and/or require intervention include, but are not limited to: bleeding, endoleak, hematoma or coagulopathy, puncture, surgical conversion, aneurysm rupture and death.

Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. Due to severe angulation, proximal seal was not obtained, thus creating a type I endoleak. On (B)(6) 2010, the devices were explanted and the pt was converted to an open repair.